Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient woke up this morning and found their ins was turned off. When they turned stimulation on they received a "severe painful shock in the head". Their husband mentioned they were concerned that the battery level was higher than expected at 2.9 v last week, whereas in (B)(6) 2017 the battery was at 2.7 v. The caller reported the patient's right side impedances were around 4900 ohms. The left side ins showed out-of-range (oor) results for c<(>&<)>0 and c<(>&<)>3, with possible open circuits on 0<(>&<)>3 and 1<(>&<)>3. The patient was currently programmed on c+, 2- on their left ins. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating they met with the patient to check on their system. They palpated and moved the patient's head around and found that the impedance was in range. The x-ray did not show any visible lead issue. The patient shocking/buzzing was in both their head and arm. Impedance at 3 volts showed: c<(>&<)>0 857 ohms c<(>&<)>1 1055 c<(>&<)>2 879 c<(>&<)>3 1292 0<(>&<)>1 1512 0<(>&<)>2 1502 0<(>&<)>3 2154 1<(>&<)>2 1406 1<(>&<)>3 2241 2<(>&<)>3 1634 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the shocking/high impedances was due to the device being off and patient turning it on. The reported event was confirmed to be resolved.